Manufacturer narrative:
Additional information is provide in section h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of blunt knives and they cause hematomas knobs; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.11. 98 unopened and one opened knives was received for the report of blunt knives and hematomas knobs. Opened sample was visually inspected and found to be conforming. Functional penetration testing was then performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be visually and functionally conforming, therefore a blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgeries the ophthalmic knives were blunt and they cause hematomas knobs in a cataract patients. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information is provide in section d.1, d.4, d.9 and h.4. The manufacturer internal reference number is: (B)(4).